Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to pace. Complaninat indicated that there was no pt invovlement in the reported malfunction.